Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. The procedure date is unknown. According to the complainant, in (B)(6) 2011, the patient had vertebral fracture which made the patient bedridden for about 2 months which cause general decline with the following manifestations 10-kg weight loss, asthenia, and worsening depression. He also reported occasional nausea but no abdominal or epigastric pain. Since the duodopa pump was working correctly, with a persisting clinical benefit, it was decided to postpone the jejunal tube replacement beyond the planned 8-9 months. The patient was admitted for a routine jejunal catheter replacement, placed about 1 year before and delayed due to a vertebral fracture which occurred a few months prior. The patient at admission was in good condition, never showing any significant symptoms and the duodopa infusion pump was properly working with good results. Removal of the jejunal catheter did not seemed possible due to difficulty removing it from the patient. Endoscopy was performed and showed the absence of catheter in the antral portion of the stomach, neither was found in the duodenal portion. Direct x-ray of the abdomen showed the correct placement of catheter tip at jejunal level with good contrast medium release. The completion of the exam with gastrografin, orally administered, showed that the catheter was located inside the duodenal wall at the last duodenal tract level. The exam also showed the catheter tip entrapped in the jejunal loop. Surgical procedure was required to remove it and was performed on (B)(6) 2011. Laparotomy showed a fistula involving three adjacent intestinal loops with an ulcerative lesion proximal to the perforation as well as, at the catheter tip level, a jejunal perforation, covered by bezoar. Terminal j-peg thread was completely englobed in the bezoar, which was the reason why the catheter removal was impossible. Two intestinal resections with ¿termino-terminal anastomosis¿ were required. The post-operative course was complicated by heart failure and respiratory insufficiency, pneumonia, with an increase of parkinson's symptoms. For these reasons the patient was referred to the respiratory disease intensive care unit for adequate ventilator assistance. Despite the assistance, the patient died on (B)(6) 2011. Reportedly, the causes of death were reported as intestinal ulceration, intestinal fistula, intestinal perforation and bezoar. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental MDR will be provided.